Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set leaked from an unspecified location; further described as an "external leak". This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: replace f26 with f27. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.